Event description:
The customer stated that the insulin pump alarmed motor error during the rewind. The customer is a nurse and stated that it's possible that the insulin pump may have been exposed to an x-ray. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage at the electronic assembly. Unable to verify the motor error alarms due to the blank display.